Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the suture sleeve split while securing lead position with surgical ties. The lead was replaced. There were no patient consequences.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.